Event description:
Information was received indicating that immediately on use of a smiths medical cadd cassette reservoir, high pressure alarm was noted. No patient consequences were reported. No adverse effects were reported.